Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the issue was resolved without recurrence. The customer was advised to continue using the pump and to contact support if any issues reoccurred.